Event description:
It was reported to philips that the heartstart xl defibrillator failed to discharge showing a paddle disconnected message. There was no reported negative pt impact.

Manufacturer narrative:
(B)(4)